Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in impedance measurements and loss of capture. It was found through fluoroscopy that the lead had damage to the body. It was not evident that the conductor was exposed anywhere on the lead. Surgical intervention was taken to cap and replace the lead. No additional adverse patient effects were reported.